Event description:
The hcp reported the pump was explanted "due to age of pump" after an implant duration of 45 months. It was replaced and returned to the MFR for analysis. The pt outcome is reported as good.